Event description:
The consumer's leg fell off the footrests. While pt was placing their leg back onto the foot rest, pt allegedly cought their leg on the bolt under the arm and allegedly tore their leg open, requiring stitches.